Manufacturer narrative:
Additional information received on 06/28/2023. Patient height: 175 cm. Investigation finalized on 03/26/2024. A getinge field service engineer (fse) investigated and found unit pumps with a system trainer and 40 cc balloon. In system diagnostics, there were multiple fault code 77 with one instance stating "increased motor speed required." During compressor output test, after 25 minutes, the motor temperature rose to 54 degrees celsius. During all manifold leak test, unit failed pressure and vacuum portions of the leak test. Customer put in a service call but did not provide a po. When fse asked for a po, the customer would not provide one and stated to sales team they would no longer be using this unit. The pump needs to be fully investigated and repaired before putting back into clinical service. Unit was tagged out of service and left in possession of clinical engineering team.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed an overheated alarm and shutdown. The rn called for assistance stating the unit shut down during the night shift due to an overheating issue. The rn was informed of this at shift change and wanted to know what she should do. The previous rn caring for the patient had just rebooted the pump at the time of the incident. The pump has been running without issue ever since. Time of incident was between 3-4am est. The rn was advise to switch the patient¿s therapy to another console. The rn located another cardiosave after about 45 minutes and was guided on transferring the therapy to the new unit without issue. There was no harm or injury reported.